Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutters failed testing.; however, the repair was not completed because the cutters cannot be repaired and need to be replaced by the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh. Living legacy is a cadaver lab therefore, there is no patient involvement. Cutters were returned for evaluation. Investigation found that the cutter did not pass the mesh test. No adverse event was reported as a result of this malfunction.